Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic laminectomy due to lumbar canal stenosis. Intra-op, the screen of the endoscope was found to be distorted. The image in the product was off-centered towards the right. There were no patient complications reported as a result of this event.